Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a no delivery alarm during manual prime and the alarm was recurring. Customer's blood glucose value is unknown; she stated that it was probably high but she had not checked it recently. The customer was offered to troubleshoot and was explained that the insulin pump will not deliver insulin if she is unable to manually push insulin through. She declined troubleshoot and stated she had already done all the steps and would just change the infusion set and reservoir. She was advised that the reservoir would be replaced and she agreed to return the product for analysis.